Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 7 events were reported for this quarter. Product return status: 7 devices were received for evaluation. Evaluation status: 4 events were confirmed during testing, - 4 devices were found to be affected by an unestablished cause, 3 device evaluations are in progress. Product disposition: 4 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking; 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 3 previously reported events are included in this follow-up record.   Evaluation status: 3 reported events were confirmed during testing; however, the cause was not established. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.